Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 92% stenosed, 13mm in length, eccentric, restenosis target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, moderately calcified and 5.0 mm in diameter right coronary artery (rca). A 5.00mm x 16mm liberté¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.